Manufacturer narrative:
Per a good faith effort response received, the customer declined service and chose a third-party service center to handle the repair. No additional details regarding the reported issue and resolution were provided. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10- e1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a sudden low tidal volume, signifying that there was no patient connection. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that while the device was in patient use, there was a sudden low tidal volume, signifying that there was no patient connection. The fault needed to be confirmed by onsite testing and transferred to business follow-up treatment. The investigation is ongoing.